Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, and yellow particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no openings were observed on the device. Visual analysis of the photographs identified: two devices one broken and the other seems to be intact. Lot numbers are not fully legible, devices are not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: device rupture.

Event description:
Patient reported left side "rupture." Device has been explanted.